Manufacturer narrative:
Convatec in submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Report received indicated that the pt had a contact dermatitis under 100 percent of the white tape border on the wafer. The red, weeping rash improved with cutting away the tape edge or using a wafer without tape. No further info was provided and the pt outcome was not reported.